Manufacturer narrative:
Reliability analysis inspected 2 opened/used partial enlite sensors and performed visual inspection and found 1 of 2 sensor cannulas to be retracted on other side of sensor base, and found cannula to be broken with broken part still in the cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned them opened/used. Unable to confirm adhesive anomaly due to sensors were returned opened/used. Also unable to perform insertion complaint due to complaint is against sen-serter customer returned sensors only, no needles. Unable to perform or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that the preparation for sensor insertion was irritating to her skin, but the sensor would not stick without it. The customer stated that on one of the sensors, the cannula was coming out the top of the sensor. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.